Event description:
It was reported that a signal could no longer be obtained from the sensor. Xray images were performed and confirmed the sensor remained within the left pulmonary artery. Readings were attempted with a hospital unit and two patient electronics units but readings could not be obtained. The physician determined that troubleshooting efforts had been exhausted and the patient would discontinue the cardiomems program.

Event description:
Additional information was received 14nov2025 and 12dec2025 confirming the issue has resolved and the patient has successfully obtained physiological readings from the sensor using both the hospital unit and their patient electronics device.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the issue was resolved on 14nov2025. The cause of the reported incident could not be determined. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The review determined that no non-conformances were identified that are related to the reported event.